Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of "broken cable". The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing in the clevis. Missing crimp was approximately 0.046 x 0.032. Failure analysis found the primary failure of a broken pitch cable at the distal end of the instrument to be related to the customer reported complaint. The customer also reported a second complaint of "side tab is missing" and the complaint was also confirmed. The instrument was found to have one release lever missing. This failure is most commonly caused by mishandling, such as dropping the instrument. Failure analysis found the failure of a missing lever be related to the customer's second reported complaint. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the tenaculum forceps instrument (part 420207-10/n10190520 975) associated with this event has been performed. Per logs, the tenaculum forceps was last used on (B)(6) 2021 on system sh0397, with 3 uses remaining. No image or video clip for the reported event was submitted for review. This complaint is reportable due to the following conclusion: the customer reported complaint does not itself constitute an MDR reportable event and there was no patient injury reported. However, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted procedure, the tenaculum forceps instrument had a broken cable and a side tab is missing. No fragment fell into the patient. The procedure was completed with no injury to the patient. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report